Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. No motor error alarm noted and motor passed motor test. The insulin pump has normal operating currents, no unexpected off no power, low battery indicator noted. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer stated that after the motor error, the pump said off no power and then shut off. Customer stated that the drive support cap appears normal. Customer reported that she was unable to complete the pump rewind. Customer stated that the pump was not dropped or bumped. Customer stated that there were no unattended alarms. Customer did not have a new battery to use for troubleshooting. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.